Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas0454 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC catheter was placed in a patient diagnosed with acute myelogenous leukemia for infusion on (B)(6) 2019. Head nurse of PICC hematology & gastroenterology department, performed the procedure since the patient was (B)(6) years old. It was found during infusion that the luer hub of the extension tubing was fractured, leading to the impossibility of infusion.